Event description:
It was reported that following the implantation of a spectra conceal penile prosthesis, the patient experienced pain and the implant was "not symmetrical at the meatus". The "physician was concerned about distal erosion" and the device was removed. "Physician said patient is doing well and will be ready for a three piece (inflatable penile prosthesis) in 2 months". No further patient complications were reported in relation with this event.